Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) updated. The field service engineer inspected the analyzer and determined the discrepant results were caused by the acid wash needle overfilling the cuvettes. He then adjusted the wash water quantity, replaced the cuvettes, and performed a precision run. The instrument was functioning properly. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The serial number of the cobas pure c 303 analytical unit is (B)(6) the investigation is ongoing.

Event description:
The initial reporter received a questionable calcium gen.2 (ca2) result from an unspecified number of patient samples tested on the cobas pure c 303 analytical unit. The reporter was able to provide one patient sample with discrepant results: the initial result was 1.65 mmol/l. The repeat result was 2.08 mmol/l.